Manufacturer narrative:
The customer sent the vm6 to the andover repair center. A philips repair technician noted the internal speaker had failed and was replaced it. The repaired unit remains in use at the customer site and is considered fully functional.

Event description:
The customer reported they were not receiving an audible alarm. The customer reported they tested the audio and could not hear any sound.